Event description:
It was reported that a patient underwent a unknown procedure in (B)(6) of 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported, "during an unknown procedure they had 'multiple packs break" please clarify: did the suture break? Did the needle break? Did the needle separate from the needle? Do you have a photo for visual analysis? Lot number? Procedure name and date? Event date? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01372.